Manufacturer narrative:
Device will not be returned. Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "dr was final tightening the blocker into a 7.5 mono screw. It was about 50% tightened and the blocker snapped. Dr then had to bur the blocker out of the screw."